Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the cooling / heating unit would not heat. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user facility biomedical engineer noticed water flowing in the cooling tank during the heat mode. The biomedical engineer was given the valve part numbers. Investigation is in process, but not yet complete.